Event description:
Additional information was received which noted that the rv outputs were increased and the lv configuration was changed. Phrenic nerve stimulation (pns) testing was performed. The patient was to follow up with their physician. No additional adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) exhibited elevated right ventricular (rv) and left ventricular (lv) pacing threshold measurements and loss of capture. The rv lead was non-boston scientific. The patient¿s heart rate had decreased to the 30 beats per minute (bpm) range and they were feeling lightheaded. Troubleshooting options were discussed. No adverse patient effects were reported. The device remains in service.